Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The reported patient effect of angina is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that on (B)(6) 2011, a 3.0x15 mm xience v rx stent was implanted to treat coronary heart disease ((B)(6) hospital). On (B)(6) 2015, the patient went to a second hospital ((B)(6) hospital) due to angina. Angiography was performed and the physician suggested the patient undergo CABG procedure (angiography results are not available). On (B)(6) 2015, CABG procedure was completed successfully and the patient recovered well. The patient consistently took routine medication. The patient's 5-year visit from the first procedure performed at ((B)(6) hospital) was on (B)(6) 2016 which is when the hospital was informed of the procedure performed at the second hospital ((B)(6) hospital). No additional information was provided.